Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving prialt (25mcg/ml at 2.13mcg/day) via an implantable infusion pump. The indication for use was noted as arachnoiditis and spinal pain. It was reported an alarm was heard but telemetry had not yet been performed. The patient was non-compliant and was not coming in for refills. The office was not able to order the drug and get it in time for the appointment that the patient showed up for. At the appointment that the patient showed up for, the hcp decreased the low reservoir alarm to 0.5ml. The patient noted the pump was alarming but they didn't know if it was the critical or non-critical alarm. A physician programmer was not available at the time. No patient symptoms were reported. The device manufacturer was to follow-up with the hcp and review options. The patient had not been seen at the clinic yet. It was later reported that the nurse removed 1ml of prialt from the pump. She filled the pump with preservative free saline and would be refilling the pump with prialt on (B)(6) 2015. The cause of the pump alarm was determined to be the low reservoir alarm. If additional information is received, a follow-up report will be sent.